Manufacturer narrative:
Company rep evaluated the system and duplicated the reported problem. Corrections included replacement of the telepacks.

Event description:
Customer reported an issue with a panorama central station's ambulatory telepacks, which may be affected telemetry monitoring. No patient injury was reported.